Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer and associated hardware. System operated as intended.

Event description:
Customer reported xpt and au errors at boot up. No patient injury was reported.